Manufacturer narrative:
This event was originally reported under manufacturer report number: 2916596-2021-00676 manufacturer's investigation conclusion: the reported event of an unspecified alarm was not confirmed. A review of the submitted log file showed 256 events spanning approximately 2 days (01jan2021 and 28jan2021 per time stamp). There were no notable alarms active in the log file except for when the driveline was disconnected on 01jan2021 at 09:12 for a controller exchange. The heartmate3 system controller (serial (B)(4)), was not returned for analysis. Additional information obtained on 04feb2021, indicated that the controller was alarming and the patient decided to change the controller himself without calling the vad center to review the alarms. There were no other notable alarms active in the log file except for when the driveline was disconnected on 01jan2021 at 09:12 for a controller exchange. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook section 5, ¿alarms and troubleshooting¿ address how to interpret and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was alarming. The patient did not call the vad center to review the alarms when they occurred and performed a controller exchange on there own. The patient thought that the alarm was due to a "bad controller." No additional information was provided.